Manufacturer narrative:
The information on section d11 was not included in the initial report. The correct information has been provided with this report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported that they received medical treatment as a result of the site issue. Blood glucose level was unknown. Site had redness and it was burning. Sensor will not be returned for analysis.

Manufacturer narrative:
The follow up report was submitted with blank in the date manufacturere received section. The correct date is march 13, 2020.